Manufacturer narrative:
Complaint statement (B)(4): received 15pcs 454322/b230133x for evaluation. Received customer picture. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Samples were tested, according to gbo standard testing procedures, with regards to correct assembly and draw volume according to iso 6710 'single use containers for venous blood specimen collection' and clsi gp39-a6 regulations for 'evacuated tubes and additives for blood specimen collection'. Tubes were verified to be correctly assembled with no deviations observed. Both standards specify the draw volume to be within 10% range of the nominal fill volume. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. The alleged malfunction could not be duplicated.

Event description:
The customer advised the tubes underfilled to just under the fill triangle. The customer reported the tubes are drawn by straight needle or a syringe with a blood transfer device.